Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2020.

Event description:
The customer reported device alarming high tidal volume and unit went inoperative. Also, the est (extended self- test) is failing air flow testing. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.